Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 069 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed multiple ¿call service (cs) 087¿ alarms. The ¿ez-prime¿ steps were performed correctly. There were no ¿cs069¿ or any errors, alarms or warnings that occurred during investigation. The reported ¿cs069¿ complaint was not duplicated during investigation. The ¿cs69¿ failure was written as ¿cs87¿ failure in the black box. The pump¿s cover was removed; moisture corrosion was found inside the pcb component. Unrelated to the complaint, the battery compartment was found to be cracked below the finger pad. Moisture corrosion was observed to the display screen inside the pump. A leak test failed due to a battery compartment leak. The display was also dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.